Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box data revealed pump reboots. There were no errors, alarms or warnings observed in the alarm history. The battery compartment was found to be cracked with evidence of moisture inside. There was no visible damage observed to the battery cap, and the battery cap contact measured within specifications. The battery cap was able to fully secure onto the pump. The pump powered on normally, and was exercised for 24 hours with no power issues or duplicated alarms. The leak test failed due to a battery compartment leak. The pump was opened and moisture was observed on the printed circuit board and internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.